Event description:
Procedure type: laparoscopic inguinal hernia. According to the reporter: the dissecting balloon port was inserted and the balloon was inflated. At the time of inflation, the balloon detached from the trocar inside the pt and had to be retrieved by the surgeon. No pt injury reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).